Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient underwent a lead revision to remove a competitor's lead that was broken. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-9004-35. Serial #: (B)(4), description: precision connector m1, 35cm.